Event description:
It was reported that approximately 18 months after device implant the patient told the doctor ¿something was not working¿. The patient reported ¿it was emptying¿. The event occurred in (B)(6) 2008. The doctor performed an x-ray and discovered that the catheter was not connected. The device system delivered baclofen, morphine and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2006, product type: catheter. (B)(4).